Manufacturer narrative:
The complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of unintended use error caused or contributed to event was chosen as the reported device problem cannot be confirmed. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to he was unable to void the following day after catheter was removed. The physician felt that the implanted cuff was too tight. The 3.5 cm cuff was removed and replaced with a 4 cm cuff. The patient is recovering form surgery. No further complications were reported.